Manufacturer narrative:
H6; the reported event, for metal shavings from the bur, was not confirmed as the bur was not returned for evaluation. Without the bur, the root cause cannot be determined. H3 other text : device not available for return.

Event description:
It was reported that during a surgical procedure, the bur generated metal debris while used in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during a surgical procedure, the bur generated metal debris while used in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.